Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation (a fib) ablation procedure, a versacross steerable access solution kit was selected for use. Upon device removal from its packaging tray, it was noted that the sheath was contaminated. Hence, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (discarded).